Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2017 with the following findings: during visual inspection of the pump, it was observed that there was moisture corrosion found throughout the interior of the pump, including the audio bolus switch assembly and the connector. There was no vibratory alarm present or active. The pump was built with no vibration motor installed. The ¿ok¿ button on the keypad was intermittently unresponsive to user presses. A leak test was performed and discovered moisture ingress at two sides of the display lens. The investigation did not confirm the complaint of under responsive ¿up¿ and ¿down¿ arrow buttons but did confirm the allegation that there was moisture behind the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture behind the display screen, under responsive up and down arrow buttons. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.